Event description:
The healthcare worker experience a burning sensation and a white discoloration on her thumb. The worker's symptoms lasted for a few hours and no medical attention was sought. The contact occurred when the worker was removing a peel pouch containing the biological indicator from a completed cycle. It was reported that the biological indicator had been cracked by the worker loading the cycle prior to running the cycle.

Event description:
This is the second healthcare worker who also experienced a burning sensation and a white discoloration on her hand. The worker also handled the biological indicator.